Event description:
The customer reported that the battery of their t: slim x2 pump would not charge, and the screen remained dark. There was no adverse impact to the customer¿s blood glucose level. Many troubleshooting steps were taken, including trying different charging cables and wall adapters, but the issue was not resolved. As a corrective action, technical support decided to send the customer a replacement pump. The customer was informed about the steps required to prepare for receiving the new pump and understood the instructions for returning the defective pump.